Manufacturer narrative:
On the first field service engineer's (fse) first visit, he inspected the module and initially found that the event was caused by a possible partial restriction of the vacuum. He then removed the vacuum tubing at the y fitting behind the vacuum pump and flushed it with a bleach mixture followed by deionized (di) water. The customer performed a precision run of 40 samples with successful results. The issue was not resolved. On the first fse's second visit, he discovered a low vacuum due to the diaphragms being compromised during use. He then replaced the diaphragms and adjusted the cuvette levels. He also checked the rinse tubing. The customer performed qc with successful results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable a1c-2 tina-quant hemoglobin a1c gen.2 results from two patient samples tested on the cobas 8000 cobas c 502 module. The initial results were reported outside of the laboratory. The results were questioned by the clinical staff which prompted the rerun of the patient samples. The patient samples were rerun on their other c 502 module. Sample 1: the initial result from the module was 13.1 %. The repeat result from the other module was 5.0 %. Sample 2: the initial result from the module was 10.2 %. The repeat result from the other module was 7.2 %. The repeat results were deemed correct.  The reagent lot number and the expiration date were requested but not provided.